Manufacturer narrative:
The evaluation revealed the broken long nail kit r1.5, ti, right gamma3® ø10x360mm x 125° to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, dimensional, visual or manufacturing related issues were found. The nail was found completely broken in its proximal hole for the lag screw. The anterior bridge was found heavily damaged by the lag screw stepdrill at lateral; the drill abraded the bridge material and weakened the bridge significantly. The breakage lines and breakage surfaces indicate that the anterior bridge broke prior the posterior bridge; lines of rest indicated that the anterior bridge broke due to a fatigue fracture. After the anterior bridge was broken the posterior bridge followed, first in a fatigue fracture at lateral and mainly spontaneous in forced gliding fracture (rest fracture). Deep bearing points within the proximal nail hole and visible on the lag screw indicated heavy postoperative loads. Based on the given data the nail broke due to the drill-damage at lateral of the nail (user related). The operative technique and IFU include that special care must be taken during pre-drilling of the lag screw to avoid implant damages. If other listed adverse effects, like unstable fractures, poor bone healing, diseases, obesity, etc. Did contribute to the nail breakage could not be determined due to missing information. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Primary surgery date is unknown at present. After surgery, the patient complained pain and a breakage of the nail was found, a revision surgery was performed. Detail information is updated later.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Primary surgery date is unknown at present. After surgery, the patient complained pain and a breakage of the nail was found, a revision surgery was performed. Detail information is updated later.